Manufacturer narrative:
Continuation of d10: post-implant dilation balloon (manufacturer and serial number unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve in a patient with an aortic valve area of .34 cm2, a pre-implant balloon aortic valvuloplasty (bav) was performed. Subsequently, the valve was successfully implanted. Following valve implant, a post implant bav was performed. Unstable blood pressures were noted, and a balloon pump was inserted and initiated. A procedural delay of 1.5 hours was reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a post bav was performed to decrease gradient. The hypotension appeared after the pre-bav. The valve was implanted into a non-medtronic surgical valve.

Manufacturer narrative:
Updated data: b2. Outcome attributed and date of death updated b5. Third paragraph added additional codes added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve in a patient with an aortic valve area of .34 cm2, a pre-implant balloon aortic valvuloplasty (bav) was performed. Subsequently, the valve was successfully implanted. Following valve implant, a post implant bav was performed. Unstable blood pressures were noted, and a balloon pump was inserted and initiated. A procedural delay of 1.5 hours was reported. No additional adverse patient effects were reported. Additional information was received that a post bav was performed to decrease gradient. The hypotension appeared after the pre-bav. The valve was implanted into a non-medtronic surgical valve. Additional information was received that prior to the post-implant bav, the gradient was 17-24 mmhg. The patient subsequently died the day following valve implant.

Manufacturer narrative:
Updated data: b5. Fourth paragraph added b7. Relevant history added h6. Patient codes added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve in a patient with an aortic valve area of .34 cm2, a pre-implant balloon aortic valvuloplasty (bav) was performed. Subsequently, the valve was successfully implanted. Following valve implant, a post implant bav was performed. Unstable blood pressures were noted, and a balloon pump was inserted andinitiated. A procedural delay of 1.5 hours was reported. No additional adverse patient effects were reported. Additional information was received that a post bav was performed to decrease gradient. The hypotension appeared after the pre-bav. The valve was implanted into a non-medtronic surgical valve. Additional information was received that prior to the post-implant bav, the gradient was 17-24 mmhg. The patient subsequently died the day following valve implant. Additional information was received that the cause of death was cardiac arrest. Per the physician, the medtronic devices cannot be excluded as contributing factors to the patient's death.